Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring over 500 mg/dl with no reported symptoms. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The patient self-treated with a bolus and reported blood glucose of 364 mg/dl during call with customer support. Troubleshooting determined that the patient had multiple suspends and resumes on the pump. The patient confirmed not knowing how to use the suspend/resume feature on the pump but was able to do so while on the phone with customer support. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with the suspend feature for which it was determined that patient use error was a contributing factor.